Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed, but unable to replicate. Logs recorded error 25745. Unit was tested on an in-house system in normal mode with no triggered errors. Unit passed pftp button test. Unit passed 940 and 96 pftp test. No signs of fluid intrusion or damage. As a precaution the cannula acsc pca and cannula ffc will be replaced to address the reported problem. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm involved with the complaint for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, universal surgical manipulator (usm) 4 was not working. The customer stated the usm kept turning orange and was not working or responding. The customer completed the case using usms 1, 2, and 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and saw a 25745 usm 4 port clutch button unstable. The procedure was completed with no reported injury.